Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing fentanyl for non-malignant pain. It was reported that ever since the patient (pt) got their pump device it was failing and they could not get it to work. Last weekend it took the pt 6 to 9 hours to get a bolus. The pt could not get anything; the pt was walking on the floors screaming. Pt went into the doctor's office on monday and the company representative (rep) got their device reprogrammed and they got rid of the data which resolved the issue for a day or two and now they could not do anything. Pts company rep thought the pt needed new equipment due to the pts handset going through a process and not shooting the medicine. Pts healthcare provider ended up shooting a needle into the pts pump and it was going in but the bolus was not working. During call pt closed all applications and agent walked pt through clearing data. Pt was able to deliver a bolus. The troubleshooting steps that were taken on the call resolved the issue.